Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2003. Sought medical attention for redness and swelling at the piercing site in 6/2003. An incision and drainage was performed and oral antibiotics were prescribed. Returned for medical treatment in 06/2003 and another incision and drainage was performed and i.v. Antibiotics were administered. Pt was continued on oral and i.v. Antibiotics at home for a period of 2 weeks.